Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. No replacement product needed at this time. Most likely underlying root cause: mlc-18- user has high glucose value. (B)(4). Manufacturer contacted customer on several ocassions in a follow-up calls in order to ensure the customer's condition since the initial call. Per follow up on (B)(6) 2017: caller states customer is currently in the ICU. Customer was admitted to the ICU (B)(6) 2017. Caller was not able to provide any further details on diagnosis. Manufacturer try to contact customer again to obtain more details about the incident. Unable to reach customer after several follow up attempts.

Event description:
Consumer reported complaint for e-5 blood glucose results accompanied by symptoms. Undisclosed caller is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of being unresponsive. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Caller states the customer is unresponsive. Undisclosed customer hanged up and will call 911.